Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 27 mmol/l at the time of incident. The customer checked for insulin delivery functions, basal, time and date and alarm history. The insulin pump will be returned for analysis.